Manufacturer narrative:
Ipmi configuration corrected; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a delay in system shutdown due to incorrect ipmi configuration on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.